Manufacturer narrative:
Batch review performed on 09 november 2022. Lot 1907901: 90 items manufactured and released on 19-nov-2019. Expiration date: 2024-11-09. No anomalies found related to the problem. To date, 85 items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: gmk-sphere 02.12.0311fl tibial insert fixed sphere flex size 3/11 mm l (k140826) lot 187213: 59 items manufactured and released on 20-dec-2018. Expiration date: 2023-12-09. No anomalies found related to the problem. To date, 52 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 2 years after the surgery, the patient came in reporting pain due to a knee luxation and the cause is unknown. The surgeon revised all components to gmk revision. The surgery was completed successfully.